Event description:
It was reported that the patient noted that the urine sometimes did not drain from catheter to the leg bag. Mss suggested exercising sides of bag or taking bag off and reconnecting to release air lock. The lack of air vent in the bag could cause air lock inside the system.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "static / positive air pressure". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the drain bag product ifus were found to be adequate based on past reviews. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient noted that the urine sometimes did not drain from catheter to the leg bag. Ms and s suggested exercising sides of bag or taking bag off and reconnecting to release air lock. The lack of air vent in the bag could cause air lock inside the system.